Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 5 years 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic relaxation") and stress urinary incontinence ("urinary stress incontinence"). On an unknown date, the patient experienced medical device pain ("essure device induced pain"). The patient was treated with surgery (laparoscopic removal of bilateral essure and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, stress urinary incontinence and medical device pain outcome was unknown. The reporter considered medical device pain, pelvic discomfort, pelvic pain and stress urinary incontinence to be related to essure. The reporter commented: physician determined that her physical examination was suggestive of essure device induced pain. Diagnostic results: on or about (B)(6) 2011 patient underwent hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") in a 41-year-old female patient who had essure (batch no. 50512939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included augmentation mammoplasty and herniated disc. Previously administered products included for an unreported indication: ondansetron and clindamycin. Concurrent conditions included morbid obesity, breast cyst, dry skin and abdominal pain. Concomitant products included aciclovir (zovirax), eugynon (levonorgestrel w/ethinylestradiol), methocarbamol, omeprazole, pantoprazole, paracetamol (acetaminophen) and tinidazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced oesophagitis ("gastrointestinal or digestive system condition type:esophagitis"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type:gerd"), gastritis ("gastrointestinal or digestive system condition type:gastritis"), irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibs"), back pain ("back pain") and arthralgia ("pain joint pain"). In (B)(6) 2013, 5 years 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced hormone level abnormal ("hormonal changes describe: hormonal imbalances"). In (B)(6) 2014, the patient experienced thyroid disorder ("thyroid disease"). On (B)(6) 2014, the patient experienced depression ("depression/psychological or psychiatric condition :depression") and weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic discomfort ("pelvic relaxation"), stress urinary incontinence ("urinary stress incontinence/bladder or urinary problems or changes:urinary stress incontinence") and pelvic floor muscle weakness ("pelvic relaxation"). On an unknown date, the patient experienced medical device site pain ("essure device induced pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), food allergy ("allergic or hypersensitivity reaction type: food sensitivities,"), rash ("rashes/rashes or skin condition type:rash"), furuncle ("boils"), headache ("migraines / headaches"), migraine ("migraines / headaches"), uterine inflammation ("uterine inflammation"), nausea ("nausea"), allergy to metals ("nickel allergy"), dizziness ("dizziness") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopic removal of bilateral essure and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hormone level abnormal, menorrhagia, vaginal haemorrhage, food allergy, depression, rash, furuncle, headache, migraine, uterine inflammation, nausea, allergy to metals, weight increased, oesophagitis, dizziness, pelvic floor muscle weakness, abdominal distension, thyroid disorder, gastritis, irritable bowel syndrome and arthralgia had resolved, the pelvic discomfort, stress urinary incontinence and medical device site pain outcome was unknown and the gastrooesophageal reflux disease and back pain had not resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, back pain, depression, dizziness, food allergy, furuncle, gastritis, gastrooesophageal reflux disease, headache, hormone level abnormal, irritable bowel syndrome, medical device site pain, menorrhagia, migraine, nausea, oesophagitis, pelvic discomfort, pelvic floor muscle weakness, pelvic pain, rash, stress urinary incontinence, thyroid disorder, uterine inflammation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician determined that her physical examination was suggestive of essure device induced pain. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. On or about (B)(6) 2011 patient underwent hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events:hormonal changes describe: hormonal imbalances, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: food sensitivities, depression, rashes, boils, migraines / headaches, uterine inflammation, nausea, nickel allergy, weight gain, gastrointestinal or digestive system condition type: food sensitives,esophagitis, gerd, gastritis, ibs ,back pain,joint pain , other injury(ies) or complication (s) please describe: dizziness, pelvic relaxation, bloating, thyroid disease. Concomitant disease, historical condition,concomitant drugs, historical drugs, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") in a 41-year-old female patient who had essure (batch no. 50512939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included augmentation mammoplasty and herniated disc. Previously administered products included for an unreported indication: ondansetron and clindamycin. Concurrent conditions included obesity, breast cyst, dry skin and abdominal pain. Concomitant products included aciclovir (zovirax), eugynon (levonorgestrel w/ethinylestradiol), methocarbamol, omeprazole, pantoprazole, paracetamol (acetaminophen) and tinidazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced oesophagitis ("gastrointestinal or digestive system condition type:espophgitis"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type:gerd"), gastritis ("gastrointestinal or digestive system condition type:gastritis"), irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibs"), back pain ("back pain") and arthralgia ("pain joint pain"). In (B)(6) 2013, 5 years 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced hormone level abnormal ("hormonal changes describe: hormonal imbalances"). In (B)(6) 2014, the patient experienced thyroid disorder ("thyroid disease"). On (B)(6) 2014, the patient experienced depression ("depression/pschological or psychiatric condition :depression") and weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic discomfort ("pelvic relaxation"), stress urinary incontinence ("urinary stress incontinence/bladder or urinary problems or changes:urinary stress incontinence") and pelvic floor muscle weakness ("pelvic relaxation"). On an unknown date, the patient experienced medical device site pain ("essure device induced pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), food allergy ("allergic or hypersensitivity reaction type: food sensitivities,"), rash ("rashes/rashes or skin condition type:rash"), furuncle ("boils"), headache ("migraines / headaches"), migraine ("migraines / headaches"), uterine inflammation ("uterine inflammation"), nausea ("nausea"), allergy to metals ("nickel allergy"), dizziness ("dizziness/ dizzyspells") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopic removal of bilateral essure and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hormone level abnormal, menorrhagia, vaginal haemorrhage, food allergy, depression, rash, furuncle, headache, migraine, uterine inflammation, nausea, allergy to metals, weight increased, oesophagitis, dizziness, pelvic floor muscle weakness, abdominal distension, thyroid disorder, gastritis, irritable bowel syndrome and arthralgia had resolved, the pelvic discomfort, stress urinary incontinence and medical device site pain outcome was unknown and the gastrooesophageal reflux disease and back pain had not resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, back pain, depression, dizziness, food allergy, furuncle, gastritis, gastrooesophageal reflux disease, headache, hormone level abnormal, irritable bowel syndrome, medical device site pain, menorrhagia, migraine, nausea, oesophagitis, pelvic discomfort, pelvic floor muscle weakness, pelvic pain, rash, stress urinary incontinence, thyroid disorder, uterine inflammation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician determined that her physical examination was suggestive of essure device induced pain. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On or about (B)(6) 2011 patient underwent hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') in a 41-year-old female patient who had essure (batch no. 50512939,50512838-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty, herniated disc, weight decreased, bleeding genital, kidney pain, libido decreased, feeling irritated, lack of libido, concentration impairment, cramp in hand, fatigue, clammy, irregular periods, dysmenorrhea, menometrorrhagia, neck surgery, endometrial ablation, d & c, hysteroscopy, chest wall pain, weight gain, esophageal inflammation and abdominal pain lower. On or about (B)(6) 2011 patient underwent hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Previously administered products included for an unreported indication: paraguard iud, ondansetron, clindamycin and depo provera. Past adverse reactions to the above products included vaginal haemorrhage with paraguard iud. Concurrent conditions included skin lesion since (B)(6) 2016, itching since (B)(6) 2015, runny nose since (B)(6) 2015, nasal sinus congestion since (B)(6) 2015, watering eyes since (B)(6) 2015, heartburn since (B)(6) 2014, abdominal pain since (B)(6) 2014, vomiting since (B)(6) 2014, diarrhea since (B)(6) 2014, indigestion since 2001, obesity, breast cyst, dry skin, right upper quadrant pain, lumbar disc disease, abscess, axillary lymph nodes enlarged, thyroid enlarged, thyroid nodular, menses irregular, inflammation, fibrosis, endometriosis, dysfunctional uterine bleeding, herniated disc, thyrotoxicosis, esophagitis, gastroesophageal reflux disease, gastroduodenitis, irritable bowel syndrome, nausea, flatulence, eructation, gas pain, right upper quadrant pain, goiter, belching, constipation, loose stools and cramp in lower abdomen. Concomitant products included omeprazole (prilosec) for gerd as well as aciclovir, cefalexin (keflex), ethinylestradiol;levonorgestrel, methocarbamol, naproxen, omeprazole, omeprazole (protonix), pantoprazole, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and tinidazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced oesophagitis ("gastrointestinal or digestive system condition type:espophgitis"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type:gerd"), gastritis ("gastrointestinal or digestive system condition type:gastritis"), irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibs"), back pain ("back pain") and arthralgia ("pain joint pain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes describe: hormonal imbalances"). On (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced thyroid disorder ("thyroid disease"). On (B)(6) 2014, the patient experienced depression ("depression/pschological or psychiatric condition :depression") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic discomfort ("pelvic relaxation"), stress urinary incontinence ("urinary stress incontinence/bladder or urinary problems or changes:urinary stress incontinence") and pelvic floor muscle weakness ("pelvic relaxation"). On an unknown date, the patient experienced medical device site pain ("essure device induced pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), food allergy ("allergic or hypersensitivity reaction type: food sensitivities,"), rash ("rashes/rashes or skin condition type:rash"), furuncle ("boils"), headache ("migraines / headaches"), migraine ("migraines / headaches"), uterine inflammation ("uterine inflammation"), allergy to metals ("nickel allergy"), dizziness ("dizziness/ dizzyspells") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopic removal of bilateral essure and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hormone level abnormal, menorrhagia, vaginal haemorrhage, food allergy, depression, rash, furuncle, headache, migraine, uterine inflammation, nausea, allergy to metals, weight increased, oesophagitis, dizziness, pelvic floor muscle weakness, abdominal distension, thyroid disorder, gastritis, irritable bowel syndrome and arthralgia had resolved, the pelvic discomfort, stress urinary incontinence and medical device site pain outcome was unknown and the gastrooesophageal reflux disease and back pain had not resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, back pain, depression, dizziness, food allergy, furuncle, gastritis, gastrooesophageal reflux disease, headache, hormone level abnormal, irritable bowel syndrome, medical device site pain, menorrhagia, migraine, nausea, oesophagitis, pelvic discomfort, pelvic floor muscle weakness, pelvic pain, rash, stress urinary incontinence, thyroid disorder, uterine inflammation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician determined that her physical examination was suggestive of essure device induced pain. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Echocardiogram - on (B)(6) 2015: results: gastroesophageal reflux desease. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion.; on (B)(6) 2011: bilateral grade I tubal occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: nausea, irritable bowel syndrome, oesophagitis, gastrooesophageal reflux disease, headaches, allergy to metals, back pain, menorrhagia, hormonal issues, depression, weight gain. Most recent follow-up information incorporated above includes: on 9-sep-2019: update of information (batch is not valid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') in a 41-year-old female patient who had essure (batch no. 50512939,50512838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty, herniated disc, weight decreased, bleeding genital, kidney pain, libido decreased, feeling irritated, lack of libido, concentration impairment, cramp in hand, fatigue, clammy, irregular periods, dysmenorrhea, menometrorrhagia, neck surgery, endometrial ablation, d & c, hysteroscopy, chest wall pain, weight gain, esophageal inflammation and abdominal pain lower. Previously administered products included for an unreported indication: paraguard iud, ondansetron, clindamycin and depo provera. Past adverse reactions to the above products included vaginal haemorrhage with paraguard iud. Concurrent conditions included skin lesion since (B)(6) 2016, itching since (B)(6) 2015, runny nose since (B)(6) 2015, nasal sinus congestion since (B)(6) 2015, watering eyes since (B)(6) 2015, heartburn since (B)(6) 2014, abdominal pain since (B)(6) 2014, vomiting since (B)(6) 2014, diarrhea since (B)(6) 2014, indigestion since 2001, obesity, breast cyst, dry skin, right upper quadrant pain, lumbar disc disease, abscess, axillary lymph nodes enlarged, thyroid enlarged, thyroid nodular, menses irregular, inflammation, fibrosis, endometriosis, dysfunctional uterine bleeding, herniated disc, thyrotoxicosis, esophagitis, gastroesophageal reflux disease, gastroduodenitis, irritable bowel syndrome, nausea, flatulence, eructation, gas pain, right upper quadrant pain, goiter, belching, constipation, loose stools and stomach cramps. Concomitant products included omeprazole (prilosec) for gerd as well as aciclovir, cefalexin (keflex), ethinylestradiol;levonorgestrel, methocarbamol, naproxen, omeprazole, omeprazole (protonix), pantoprazole, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and tinidazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced oesophagitis ("gastrointestinal or digestive system condition type: espophgitis"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type:gerd"), gastritis ("gastrointestinal or digestive system condition type:gastritis"), irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibs"), back pain ("back pain") and arthralgia ("pain joint pain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes describe: hormonal imbalances"). On (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced thyroid disorder ("thyroid disease"). On (B)(6) 2014, the patient experienced depression ("depression/pschological or psychiatric condition :depression") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic discomfort ("pelvic relaxation"), stress urinary incontinence ("urinary stress incontinence/bladder or urinary problems or changes:urinary stress incontinence") and pelvic floor muscle weakness ("pelvic relaxation"). On an unknown date, the patient experienced medical device site pain ("essure device induced pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), food allergy ("allergic or hypersensitivity reaction type: food sensitivities,"), rash ("rashes/rashes or skin condition type:rash"), furuncle ("boils"), headache ("migraines / headaches"), migraine ("migraines / headaches"), uterine inflammation ("uterine inflammation"), allergy to metals ("nickel allergy"), dizziness ("dizziness/ dizzyspells") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopic removal of bilateral essure and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hormone level abnormal, menorrhagia, vaginal haemorrhage, food allergy, depression, rash, furuncle, headache, migraine, uterine inflammation, nausea, allergy to metals, weight increased, oesophagitis, dizziness, pelvic floor muscle weakness, abdominal distension, thyroid disorder, gastritis, irritable bowel syndrome and arthralgia had resolved, the pelvic discomfort, stress urinary incontinence and medical device site pain outcome was unknown and the gastrooesophageal reflux disease and back pain had not resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, back pain, depression, dizziness, food allergy, furuncle, gastritis, gastrooesophageal reflux disease, headache, hormone level abnormal, irritable bowel syndrome, medical device site pain, menorrhagia, migraine, nausea, oesophagitis, pelvic discomfort, pelvic floor muscle weakness, pelvic pain, rash, stress urinary incontinence, thyroid disorder, uterine inflammation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician determined that her physical examination was suggestive of essure device induced pain. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Echocardiogram - on (B)(6) 2015: results: gastroesophageal reflux disease. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion.; on (B)(6) 2011: bilateral grade I tubal occlusion. On or about (B)(6) 2011 patient underwent hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: nausea, irritable bowel syndrome, oesophagitis, gastrooesophageal reflux disease, headaches, allergy to metals, back pain, menorrhagia, hormonal issues, depression, weight gain. Most recent follow-up information incorporated above includes: on 29-aug-2019: medical records received. Lot number, medical history, concurrent condition and concomitant medication, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') in a 41-year-old female patient who had essure (batch no. 50512939,50512838-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty, herniated disc, weight decreased, bleeding genital, kidney pain, libido decreased, feeling irritated, lack of libido, concentration impairment, cramp in hand, fatigue, clammy, irregular periods, dysmenorrhea, menometrorrhagia, neck surgery, endometrial ablation, d & c, hysteroscopy, chest wall pain, weight gain, esophageal inflammation and abdominal pain lower. On or about (B)(6) 2011 patient underwent hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Previously administered products included for an unreported indication: paraguard iud, ondansetron, clindamycin and depo provera. Past adverse reactions to the above products included vaginal haemorrhage with paraguard iud. Concurrent conditions included skin lesion since (B)(6) 2016, itching since (B)(6) 2015, runny nose since (B)(6) 2015, nasal sinus congestion since (B)(6) 2015, watering eyes since (B)(6) 2015, heartburn since (B)(6) 201, abdominal pain since (B)(6) 2014, vomiting since (B)(6) 2014, diarrhea since (B)(6) 2014, indigestion since 2001, obesity, breast cyst, dry skin, right upper quadrant pain, lumbar disc disease, abscess, axillary lymph nodes enlarged, thyroid enlarged, thyroid nodular, menses irregular, inflammation, fibrosis, endometriosis, dysfunctional uterine bleeding, herniated disc, thyrotoxicosis, esophagitis, gastroesophageal reflux disease, gastroduodenitis, irritable bowel syndrome, nausea, flatulence, eructation, gas pain, right upper quadrant pain, goiter, belching, constipation, loose stools and cramp in lower abdomen. Concomitant products included omeprazole (prilosec) for gerd as well as aciclovir, cefalexin (keflex), ethinylestradiol;levonorgestrel, methocarbamol, naproxen, omeprazole, omeprazole (protonix), pantoprazole, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and tinidazole. On (B)(6) 2011, the patient had essure inserted. In march 2012, the patient experienced oesophagitis ("gastrointestinal or digestive system condition type:espophgitis"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type:gerd"), gastritis ("gastrointestinal or digestive system condition type:gastritis"), irritable bowel syndrome ("gastrointestinal or digestive system condition type:ibs"), back pain ("back pain") and arthralgia ("pain joint pain"). In january 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. In april 2013, the patient was found to have hormone level abnormal ("hormonal changes describe: hormonal imbalances"). On (B)(6) 2014, the patient experienced nausea ("nausea"). In july 2014, the patient experienced thyroid disorder ("thyroid disease"). On (B)(6) 2014, the patient experienced depression ("depression/pschological or psychiatric condition :depression") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pelvic discomfort ("pelvic relaxation"), stress urinary incontinence ("urinary stress incontinence/bladder or urinary problems or changes:urinary stress incontinence") and pelvic floor muscle weakness ("pelvic relaxation"). On an unknown date, the patient experienced medical device site pain ("essure device induced pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), food allergy ("allergic or hypersensitivity reaction type: food sensitivities,"), rash ("rashes/rashes or skin condition type:rash"), furuncle ("boils"), headache ("migraines / headaches"), uterine inflammation ("uterine inflammation"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dizziness ("dizziness/ dizzyspells"), abdominal distension ("bloating") and flatulence ("gas pain"). The patient was treated with surgery (laparoscopic removal of bilateral essure and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hormone level abnormal, menorrhagia, vaginal haemorrhage, food allergy, depression, rash, furuncle, headache, uterine inflammation, migraine, nausea, allergy to metals, weight increased, oesophagitis, dizziness, pelvic floor muscle weakness, abdominal distension, thyroid disorder, gastritis, irritable bowel syndrome and arthralgia had resolved, the pelvic discomfort, stress urinary incontinence, medical device site pain and flatulence outcome was unknown and the gastrooesophageal reflux disease and back pain had not resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, back pain, depression, dizziness, flatulence, food allergy, furuncle, gastritis, gastrooesophageal reflux disease, headache, hormone level abnormal, irritable bowel syndrome, medical device site pain, menorrhagia, migraine, nausea, oesophagitis, pelvic discomfort, pelvic floor muscle weakness, pelvic pain, rash, stress urinary incontinence, thyroid disorder, uterine inflammation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician determined that her physical examination was suggestive of essure device induced pain. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Echocardiogram - on (B)(6) 2015: results: gastroesophageal reflux desease. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion.; on (B)(6) 2011: bilateral grade I tubal occlusion. Concerning the injuries reported in this case, the following were confirmed in patient¿s medical records: nausea, irritable bowel syndrome, oesophagitis, gastrooesophageal reflux disease, headaches, allergy to metals, back pain, menorrhagia, hormonal issues, depression, weight gain concerning the injuries reported in this case, the following were reported via social media- gas pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: added event gas pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.